Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a missing end cap sticker. No numbers ramping up or scroll bar moving without input was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer was able to clear the alarm but received the alarm again when attempting to bolus. The customer stated that the insulin pump began rounding up to 10 units and then round up again. The customer's blood glucose was 142 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. However, the customer stated that her clothes may have been pushing up against the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.